Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the compact air drive was reported to have been in use with an air hose and adapter which suddenly broke with an explosion sound during use. There were no adverse consequences to the patient and the surgeon. During surgery, 10-minute surgical delay, no patient harm. This is report 1 of 3 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. No nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the visual inspection of the returned device performed as part of the manufacturing investigation reported the optical check was acceptable. Initially, the device was inspected for optical damages. Result: no optical damages visible. The device was tested and proven and no insufficiencies could be identified. The described explosion noise within the complaint description belongs to the exploded air hose. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 3 of 3 for (B)(4).